Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call experiencing issues with the reservoir o rings falling out and then having air bubbles in the reservoir. Customer's blood glucose was high at 504 mg/dl; treated with manual injection. It was stated that the insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. Mother changed the infusion set and reservoir and was assisted with priming. Mother declined troubleshooting for high blood glucose.